Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system who received shocks. The field representative was inquiring if therapy was appropriate. Technical services reviewed and discussed that sensing is appropriate and there are no programming recommendations as the patient needs to be medically controlled for the arrythmia. Additionally, shock lead impedances were high, however, within range. It was noted that this device exhibited a battery depletion (bd) error. Technical services recommended performing a chest x-ray. The patient is scheduled to see the electrophysiologist. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system who received shocks. The field representative was inquiring if therapy was appropriate. Technical services reviewed and discussed that sensing is appropriate and there are no programming recommendations as the patient needs to be medically controlled for the arrythmia. Additionally, shock lead impedances were high, however, within range. It was noted that this device exhibited a battery depletion (bd) error. Technical services recommended performing a chest x-ray. The patient is scheduled to see the electrophysiologist. At this time, the system remains in service. No adverse patient effects were reported.